Event description:
(B)(4). Beginning (B)(6) 2014 and continuously worsening thru essure removal hysto on (B)(6) 2015. Systemic inflammation and endocrine interruption, hot flashes, fever, joint-muscle-tendon-vein pain, brain fog, itching, dry skin, dry painful etes, vision issues, memory loss, vitamin deficiency, gluten intolerance, fatigue, anxiety, estrogen crash, low t3, uti, and more.

Event description:
(B)(4). Essure implanted (B)(6) 2014; covered under insurance. Inflammation (joints, muscles, nerves, tendons) and autoimmune (thyroid, ciliac sprue) symptoms began within 3 months. Symptoms increased and multiplied to the point I began seeing internist, rheumatologist, podiatrist, ophthalmologist, gynecologist, and general physician trying to identify the root of my problems. Rheumatologist and internist immediately suspected essure as it was the only change in my life prior to onset of all problems. Was prescribed bcp to control new intense, unpredictable heavy bleeding/clotting/cramping and physical/emotional distress; prescribed sulfasalazine for new diagnosis of psoriatic arthritis; prescribed liothyronine for new diagnosis of thyroid dysfunction, vitamin d and other vitamins for deficiency, gluten free diet for celiac sprue, etc, with no relief from any of these treatments. None of these had been issues in my life prior to essure. Had davinci lav total hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2015. Stopped all newly prescribed medication prior to hysto and all symptoms vanished for 3 months immediately following surgery. Symptoms then began to reappear in subtle ways and I resumed prescribed medication for the sake of symptom management and reducing damage going forward. Essure inflammation initiated new, triggered latent and/or accelerated autoimmunity and caused endocrine disruption only altered by complete intact essure removal by lavh bso. My essure devices were correctly placed in the fallopian tubes and had not migrated, and thankfully were able to be removed without breakage or pieces left behind to continue damage or require further surgery. I reported when I first became aware of essure being the problem and now I report again after recovering from hysto.